Manufacturer narrative:
G4: 23jul2020. B4: 09oct2020. Per the hospital multi-vendor engineer the unit is giving a battery failed and alarm. The multi-vendor engineer replaced the battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09feb2021. B4:15feb2021. Failure analysis on the return battery shows that the customer complaint was verified. Root cause cannot be determined without opening battery package. Unit will be returned to manufacturer for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported that the unit is giving a battery alarm. The field service engineer (fse) spoke with the customer and the customer verified the battery is only at 8 volts. Also, when the unit is cycling and the customer pulls out the ac cord, the unit shuts down with an alarm. The unit only operates on ac power. The customer will make arrangements for repair. The customer reported that the unit was not in use on a patient.